Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified time and date, the pump was programmed to deliver an unspecified medication and the delivery was started. No specific pump programming parameters were provided. After an unspecified length of time, the nurse noted "air in line that proceeds past the cassette with no alarms in an arterial line." At this time, the nurse stopped the delivery. The tubing set was disconnected from the patient, the air was removed and therapy was resumed. No air was delivered to the patient. There was no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The list for the device in use is unknown. The customer identified two possible list numbers.